Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional peripheral procedure. Reportedly, the proglide plunger would not fully deploy. The foot was closed and the proglide device was removed. A second proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.